Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary==> the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the nitinol wire was not in its original place inside the needle and was broken at the distal end near to the conjunction with the shuttle loop. Additionally, the shuttle loop was detached from the nitinol wire and the distal end of the loop showed foreign matter. No other anomalies were noted. The overall complaint was not confirmed as the observed condition of the ideal suture shuttle 90 degrees would have not contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. Based on the device condition, it cannot be confirmed that the complaint occurred upon opening the package, however the possible root cause can be associated with applying an excessive force to the suture shuttle during use of the device. As per instructions for use (IFU), 1) do not apply excessive axial or bending forces to the needle shaft or shuttle during use, as excessive force may limit the function of the device or cause the device to bend, deform or break. 2) a damaged or broken device may result in extended or additional surgeries or residual foreign bodies. 3) inspect the ideal suture shuttle and shuttle prior to use to ensure proper mechanical function. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found that the nitinol wire was not in its original place inside the needle and was broken at the distal end near to the conjunction with the shuttle loop. Additionally, the shuttle loop was detached from the nitinol wire. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the ideal suture shuttle 90 degrees would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. Based on the device condition, it cannot be confirmed that the complaint occurred upon opening the package, however the possible root cause can be associated with applying an excessive force to the suture shuttle during use of the device. As per instructions for use (IFU), 1) do not apply excessive axial or bending forces to the needle shaft or shuttle during use, as excessive force may limit the function of the device or cause the device to bend, deform or break. 2) a damaged or broken device may result in extended or additional surgeries or residual foreign bodies. 3) inspect the ideal suture shuttle and shuttle prior to use to ensure proper mechanical function. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿

Event description:
It was reported that during in-house engineering evaluation, it was determined that the ideal suture shuttle 90 degrees device was broken (2+ pieces) : device fractured. It was initially reported that during a shoulder arthroscopy procedure, the front end of the device was found broken at the closed loop upon opening the package. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.